Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06193; related manufacturer reference number: 2017865-2020-06194. It was reported that the patient presented to a follow-up in clinic with complaints of pain on the incision site. Upon visual inspection of the incision site, it was noted that the incision site was open with puss and that the patient had a pocket infection. The pacemaker, right ventricular lead, and atrial lead were explanted and replaced. The patient was in stable condition during and after the procedure.